Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) entered safety mode. The patient came into the emergency room (ER) with symptoms. Technical services (ts) was contacted, and ts recommended crt-p replacement and advised minimal arm movement to avoid any potential myopotential oversensing. No adverse patient effects were reported.